Manufacturer narrative:
Unit received with intermittent buttons due to corroded keypad traces. Unit received with cracked case at display window corners, display window, reservoir tube lip and battery tube threads. Unit received with minor scratched display window. Unit received with stained end cap sticker.

Event description:
The mother of a customer reported via phone call that the insulin pump keypad buttons are not responsive and the act button does not work. Customer indicated that the buttons have to be pressed multiple times in order for them to work. Customer does not recall any significant events leading to the error. Customer's blood glucose was 90 mg/dl at the time of incident. Troubleshooting was done for keypad but the customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced and to return the product for analysis.